Manufacturer narrative:
This is the same event as 3010536692-2016-00460.

Event description:
Allegedly the patient was revised due to mom complications: elevated cobalt and chromium levels; pain; loss of mobility; wear debris causing cloudy fluid.